Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 4 devices were received for evaluation; the events were confirmed during testing on three devices. Evaluation found the 3 devices had a corroded motor. One event was not confirmed and the device was found to be within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the device ran on its own. There was no patient involvement for two devices and there was patient involvement for two devices; no patient impact.